Event description:
Ous MDR - it was reported that the patient has multiple inappropriate shocks received in quick succession and shortly after a thoracic surgical operation, 8 days before. When interrogated sensing, impedance and threshold were not measurable. The shock impedance was 69 ohms. Since the ejection fraction of the patients returned to normal unexpectedly and there was no indication an ICD was still needed, the device was explanted and the lead capped. There was no deterioration of the patient's health reported. This ICD was returned for analysis.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was mol1, and 64 charge processes had been registered. The memory content of the ICD was checked. The check of the available iegms showed interference signals in the ventricular channel, which, matching the clinical observation, led to several shock deliveries. The signal sensing of the ICD was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. In addition, the ICD¿s capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. The production documents of the ICD and the lead were reviewed. All manufacturing steps had been carried out correctly. There was no indication of a material defect or manufacturing error. In summary, the clinical observation could be confirmed during the analysis of the device memory data of the ICD. The available iegms showed interference signals in the ventricular channel, which led to several shock deliveries. The ICD proved to be fully functional during the analysis.